Manufacturer narrative:
The facility reported that small threads unraveled from the lap sponge and fell into the surgical site. It is unknown how the threads were removed. No serious injury resulted. We were not provided much information by the account. The sample has not been returned for evaluation. The lap sponges are manufactured by cardinal health medical products. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The facility reported that small threads unraveled from the lap sponge and fell into the surgical site.